Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during extubation, they could not deflate the air from the inflation line when they tried it with a syringe. It was reported that they had to cut the inflation line to extubate the patient. There was no patient harm.